Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while attempting to fill the cartridge with insulin. Anther syringe was used to successfully load the cartridge. Customer's blood glucose was not impacted.